Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high ventricular rate episodes due to noise were found on the right ventricular lead. Provocative testing revealed that the noise was reproducible and myopotential oversensing was suspected. The autosensing setting was turned off on the device and the patient was in stable condition.